Event description:
Anonymous consumer contact regarding a possible unapproved medical device, "pharmanex biophotonic scanner". The device is supposed to determine the level of antioxidants in the person's body to give a value on which to base vitamin therapy. The website is www.gotyournumber.com. A review of the website mentions disease states such as heart disease, cancer, age related macular degeneration (amd) and aging.